Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level at time of incident was 556 mg/dl and 329 mg/dl. The customer reports event was resolved by changing complete set. Customer reports alarm did not occur during fill tubing. The device will not be returned for analysis.